Event description:
Pt with severe decrease in lv function and worsening of aortic stenosis was undergoing a balloon aortic valvuloplasty. The pt was deemed not to be a candidate for surgery based on age and other health risk including renal insufficiency. During the rapid pacing and balloon valvuloplasty, the pt became unresponsive. Neurology consult was obtained. Neurology promptly conducted an eval including getting a CT/cta. The cta demonstrated no signs of occlusion, but her exam was felt to be consistent with brainstem infarct with resolution of the thrombus from heparin. The pt expired the following day. No autopsy was performed.